Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, cylinder leak.

Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appears to be within an area of confined abrasion. Surface abrasion is noted on the exhaust tube of cylinder #2 and on all strain relief and the shorter exhaust tube of the pump. No functional abnormalities are noted with cylinder #1 or cylinder #2. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube overlapped and abraded against one another. This most likely caused the shorter exhaust tube of the pump to be kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.